Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device implanted.

Manufacturer narrative:
Based on the received medical records, the patient¿s tka was with competitor product. No further investigation required at this time.

Event description:
It was reported that the patient has a gender specific knee implant geared towards women. Patient is reporting that her knee hyper extends especially if she turns her leg the wrong way. Patient is also reporting being in a lot of pain ever since she had her implant surgery. Patient also states that she has difficulty walking and getting around.

Event description:
It was reported that the patient has a gender specific knee implant geared towards women. Patient is reporting that her knee hyper extends especially if she turns her leg the wrong way. Patient is also reporting being in a lot of pain ever since she had her implant surgery. Patient also states that she has difficulty walking and getting around.